Event description:
It was reported that a device was used during a gastric bypass roux en y. The device did not fire the staples. Another device was used to complete the case. There were no consequences to the patient.